Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer reported a blood glucose (bg) level of 242 (mg/dl). A correction bolus was delivered and supplies were changed to address bg levels. Due to supplies being changed and occlusion occurring in the past, troubleshooting with tandem technical support was unable to be performed.